Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was placed into this patient during an implant proceudre. The lead got stuck on the valve and was unable to be removed. The cardiovascular surgeon was called into the case and was unable to get the lead unstuck; therefore the lead was left in the patient and was capped. Another atrial lead was successfully placed. No adverse patient effects were reported.